Manufacturer narrative:
(B)(4). The customer reported that the unit failed to power up. There was no report of pt involvement. A philips field svc engineer went to the customer site and verified the failure. Replacement of the power pca resolved the failure.

Event description:
The customer reported that the unit failed to power up. There was no report of pt involvement.